Event description:
Related manufacturer reference number: 3006705815-2019-01463.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01463. It was reported that patient fallen a few times in last several months. Diagnostic testing revealed high impedance values. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced.